Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles (no lot number) were returned - 15 used pen needles without the protective cover and cover cap were returned, unable to ship to the manufacturer due to needle exposed. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. Reported defect not reproduced on retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 07-dec-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated that replacement pen needles were obtained from her local pharmacy and that the product is working as intended.

Event description:
Consumer reported complaint of inaccurate dispense for the 31g pen needles. Customer stated that the pen needles did not dispense the insulin when ready to be administered. Customer stated that this occurred with twelve of the pen needles. The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needle was properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.